Manufacturer narrative:
The peritonitis occurred on an unreported date in jun2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were unknown. Patient hospitalization and patient outcome were not reported. Pd therapy was withdrawn at the time of this report. No additional information is available.